Event description:
Complaint alleges that the clips were not loaded normally and had fallen from the jaws of the applier, during a laparocholecystotomy procedure. No clips fell into the patient. No patient injury reported. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.